Event description:
The customer contact reported the device delivered less medication than expected. The device was returned to the biomedical dept with an unsigned note that stated: "the pump delivers much less volume." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.91ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the svc ctr. A review of the history indicates that on (B)(6) 2010 at 0923, the device was powered on and the shift total was cleared. At 0926, the device was programmed for continous only delivery in ml, at a rate of 25ml/hr, a 500ml container, air sensitivity 2ml, the keypad was locked, and the delivery was started. At 0938, the delivery was stopped. At 0941, a start alarm occurred. At 0942, the device was powered off. A review of the device history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).